Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis. The information has not yet been received by allergan. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan had not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
Reported events of "port problems" from journal article: "safety, efficacy, and durability of laparoscopic adjustable gastric banding in a single surgeon u.s. Community practice", surgery for obesity and related diseases (2011) 140-144. This medwatch represents the 14 pts mentioned in the article who were diagnosed with "port problems."